Event description:
It was reported that the patient presented to the ER after receiving inappropriate shocks due to atrial flutter with rvr. Programming changes were made. The device remains implanted. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.